Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when changing out the supplies, an o-ring detached from the original cartridge upon removal and was attached to the pneumatic tap. The customer successfully removed the o-ring and loaded a new cartridge. Insulin delivery was resumed. Reportedly, the customer's blood glucose level was 300 mg/dl, and was addressed with a correction bolus.